Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provisional exhibits signs of repeated use ( nicked and gouged ) has fractured along the medial side of the post. All pieces were returned. Device history record was reviewed and no discrepancies were found. Root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during sterilization process. No adverse events have been reported as a result of this malfunction.